Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported event could not be identified. [Consideration] since the subject device has not been returned, the device could not be confirmed. From the information and the user report, the cause was surmised as follows; the correct combination of distal end cover was not used. The distal end cover (B)(6) which is for the subject device should be used, but the distal end cover (B)(6) which is for tjf endoscope model was attached. (This report is for the endoscope used in combination with the endoscope (the subject device) and the distal end cover) if additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to olympus. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the distal end cover, maj-311 which is for tjf endoscope model not the subject device, jf endoscope model was mistakenly attached to the subject device by the user and caused falling into the patient body during the endoscopic retrograde cholangiopancreatography (ercp) procedure. That fallen distal end cover was retrieved and the intended procedure was completed with the same set of equipment. The occurrence date of the event is unknown. There was no report of patient injury associated with the event. (This report is for the endoscope used in combination with the endoscope (the subject device) and the distal end cover.)